Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 09:47:53. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.